Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. During dialysis the air-alarm of the machine sounded and cracks were found on the connecting point of the red adapter. The catheter had to be removed and replaced.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. (B)(4).